Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer received a no delivery alarm. Customer stated they had changed out the reservoir, but the alarm persists. Customer's blood glucose was 341 mg/dl. The customer treated her blood glucose with a bolus. Troubleshooting found insulin was able to exit during a fixed prime. Customer stated she will call back if the problem persists. No additional information provided.